Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During a ve procedure, when the catheter was connected, the error message of single use only was noted. The connections were checked with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.